Manufacturer narrative:
Follow-up #1: date of submission 07/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2015 with the following findings: the black box starts on 2015-05-03. The black box data/histories for the event have been overwritten due to continued use of the pump. Available tdd adds up correctly and reflects the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Investigators were unable to duplicate the complaint. The pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient¿s blood glucose (bg) have been fluctuating. The reporter stated that the patient is running high 90 minutes after lunch and will drop to a low once treated with a bolus and a basal setting adjustment. The patient had a bg of 15.2mmol/l without symptoms and a bg of 16.4mmol/l. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient was treated with a bolus and increased the patient¿s basal rate by 0.25units/hr. The patient¿s bg then dropped to 2.9mmol/l with being pale, lethargy and agitated. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient was treated with apple juice and their current bg was 8mmol/l. The reporter stated that they had made adjustments to the patient¿s settings and that they are a new pumper (since (B)(6) 2013). The reporter stated that the patient gained 3 kilograms of weight. This report is being ruled out because the reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event and there is no reported malfunction associated with this case.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.